Event description:
Customer reported in 2007, that when moving the vertical column it sometimes did not respond. Pressing the button again would resolve the problem. No pt involvement was reported.

Manufacturer narrative:
Gehc surgery personnel troubleshoot system, vertical column movement is inconsistent in speed and response. Replaced ps3 power supply. Tested system, system operating as intended.